Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the camera cable and main unit imaging were flooded, which may have caused the internal charge coupled device (ccd) to malfunction. Additional findings included, kink in the camera cable, flaw in the camera cable, corrosion at the electrical contact point of the video connector, loose scope mount, and slow operation of the switch. Based on the investigation, it is likely the normal communication was not possible, leading to the flickering of the screen. A device history review revealed no issues that would have caused or contributed to the reported issue. This issue is addressed in the instruction for use (IFU): the following statement is found in the "warning" section in the "instructions for use" section of the instruction manual. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is found in the "warning" section of the instruction manual "for safe use endoscopic image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electric circuits. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head image flickered on the screen monitor. There were no reports of patient harm.